Event description:
It was reported that this device was implanted five months ago. Most recently the patient was climbing stairs and received a shock. The treated episode showed t wave oversensing and some low amplitude signals in the primary sensing vector. The physician wanted to know if this was an inappropriate or appropriate shock. Additional information noted that a review by technical services (ts) confirmed that the shock was appropriate. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device was implanted five months ago. Most recently the patient was climbing stairs and received a shock. The treated episode showed t wave oversensing and some low amplitude signals in the primary sensing vector. The physician wanted to know if this was an inappropriate or appropriate shock. No adverse patient effects were reported. The device remains implanted.